Event description:
Reporter noted I/a tip grabbed capsule during cortical clean-up, and did not release after coming off pedal. Posterior capsule ruptured; limited anterior vitrectomy performed. Prognosis reported as good.